Event description:
The customer reported during an IV push of an unspecified heart medication, the valve was found to be broken and leaking. The nurse observed that the patient's blood pressure was decreasing instead of the expected clinical effects of increasing. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 01/09/2014. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.